Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a possible fracture. It was noted that when the superior vena cava (svc) coil was connected to the new device following a replacement, the svc lead impedance was "no", so the physician elected to disable the svc coil and use the lead as a single coil lead. No patient complications have been reported as a result of this event.